Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (medication and dose unknown). The customer reported '1000 ml fluid bolus ¿ programmed in 990, the pump alarmed infusion complete ¿ programmed in an additional 100, pump alarmed complete and programmed in another 100." There was no known patient injury or medical intervention associated with this event. No additional information is available.